Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. While removing the cover slip off of the taxus express2 2.75x16mm drug eluting stent, the physician noted that it was a "bobbed stent. " the procedure was completed successfully with another taxus express2 stent, same size. This was noticed outside of the pt.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The mfg records for top assembly batch 8168861 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the complaint incident could not be determined.